Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the suspected contour next test strips from lot # 8kpeg12c. However, the returned test strips expired in oct-2020. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave a satisfactory performance. Additionally, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not wash his hands prior to testing. As per the contour next link 2.4 blood glucose monitoring system user guide, "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The precautions section mentions "follow all instructions for use and care exactly as described to help avoid inaccurate results." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 118 mg/dl at 1:00 p.m. On the contour next link 2.4 meter. The customer did not eat anything all day and did not take insulin. The customer went to sleep and started experiencing symptoms of hypoglycemia, so the customer's brother called the paramedics. When the paramedics arrived, the customer was unconscious and unresponsive. The paramedics performed testing with their glucose monitoring system and obtained a reading below 50 mg/dl. The paramedics brought the customer back to consciousness. The treatment provided by the paramedics to bring the customer back to consciousness was not provided. Another testing was performed with the contour next link 2.4 meter, and a reading of 214 mg/dl at 1:46 p.m. Was obtained, while the reading with the paramedic's glucose monitoring system was above 50 mg/dl. The customer was still feeling disoriented, sweaty, and confused. The paramedics gave him juice and peanut butter jelly after which he recovered well. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.